Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous right coronary artery that is 90% stenosed. The lesion was pre-dilated with a 2.0x12mm traveler balloon and a 3.0x38mm xience xpedition stent was deployed at 10 atmospheres. Post-dilatation was performed with a 3.0x15mm nc trek balloon dilatation catheter at 16 atmospheres and an edge dissection was noted at the distal edge of the stent. The 2.75x15mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.